Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion if the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, before implantation, a hakim precision valve connector became disconnected. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI -- (B)(4). The device was returned for evaluation. The valve was visually inspected: it was confirmed that the proximal connector was disconnected. The connector and the silicone housing were inspected; no defects were noted. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested without issue. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the investigation, it was confirmed that the connector was disconnected. It was determined that the root cause was likely due to device mishandling. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.